Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 416 mg/dl. The customer also reported other blood glucose level was 352 mg/dl. The customer was treated for high blood glucose with bolus. The customer was assisted with troubleshooting for auto mode readiness. The insulin pump will not be returned for analysis.